Event description:
It was reported that while reviewing device data for an unrelated purpose technical services (ts) observed non-physiological noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode indicative of potential lead integrity issues. Ts recommended troubleshooting as well as radiological imaging. No adverse patient effects were reported.